Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had frozen display. The customer¿s blood glucose was 83 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer reported that the time clock did not advance. Customer reports the screen was not completely blank. Customer was unable to clear the pump errors, power loss alarm and unable to program insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be returned for analysis.